Event description:
A report was received that a trial patient developed a hematoma during the procedure. The implanted trial leads were removed and the patient underwent a procedure where an evacuation of the hematoma was done. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.